Manufacturer narrative:
Complaint conclusion: as reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used in a transcatheter arterial chemoembolization (tace) procedure. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that both buttons 1 and 2 were not depressed. The sealant remained in the manufacturing position, exposed due to the frayed/split condition of the sealant sleeves. The procedure sheath was not returned, but the syringe was returned separated from the unit, and the stopcock was in the open position. No dimensional analysis was performed due to the condition of the sealant sleeves. Per functional analysis, a corresponding 5f cordis catheter sheath introducer (csi) could not be tested for insertion/withdrawal evaluation as the frayed/split condition of the sealant sleeves prevented the passage into the csi. Due to the sealant exposure, premature deployment was considered. A deployment mechanism functional analysis was executed, showing that both buttons (1 and 2) could be depressed, deploying the sealant and retracting the balloon as expected. Per microscopic analysis, high magnification analysis of the sealant sleeves confirmed that the sealant was exposed due to the frayed/split condition. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was confirmed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle) and/or the condition of the sheath (although not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was so wide that it could not be used for the procedure. There was no reported patient injury. The device was intended to be used in a transcatheter arterial chemoembolization (tace) procedure. The device will be returned for evaluation. Addendum: product evaluation revealed a frayed/split condition on the sealant sleeves of the mynx control vcd and premature exposure of the sealant.